Event description:
It was reported that the user experienced unexpected insulin use following a supply change, with the ilet showing approximately 51 units remaining, and customer care identified improper infusion set application technique with an inset 32"-6 mm set; the user was educated on correct procedure, instructed to watch the training video, and to complete a full supply change. Symptoms included hyperglycemia with a reported blood glucose of 254 mg/dl. Outcomes included user troubleshooting and education with no medical intervention or hospitalization. Investigation included customer care review of supply change steps and infusion set application technique. Investigation of this case revealed user technique error during infusion set application as the likely contributor to elevated glucose and accelerated insulin consumption. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear for hyperglycemia, with user technique contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.